Manufacturer narrative:
This product is registered as a combination product. The lead was returned with no complaint event reported. As received, a complete lead was returned in two pieces for analysis, measuring 20.9 cm and 30.4 cm. Electrical testing did not find discontinuities but found internal shorts between conductors due to the twisted coils consistent with procedural damage. Visual inspection of the lead found an external insulation abrasion at 5.3 cm to 5.5 cm from the connector pin, exposing the outer coil located in the region distal to the connector boot of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.